Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with known atrial fibrillation (af) received inappropriate ventricular pacing from their pacemaker. Technical services (ts) was consulted for further review. A review of device data confirmed inappropriate atrial pacing due to oversensing of noise (and undersensing of af) on the atrial channel. Ts noted some inappropriate atrial pacing events led to a ventricular sensed event falling within the post-atrial ventricular blanking period, causing inappropriate ventricular pacing. Right atrial (ra) lead impedance and amplitude are within normal limits. Additionally, ts noted multiple episodes of erratic atrial signals have been observed since 2021. The presence of high-frequency atrial noise, possibly of an external origin such as electromagnetic interference (emi), cannot be excluded. This atrial noise appears to be superimposed on the underlying atrial arrhythmia. As such, a ts consultant recommended in-clinic review of the performance of the ra lead, specifically to rule out the presence of atrial noise occurring simultaneously with the atrial arrhythmia. No adverse patient effects were reported. This ra lead remains in service.